Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was intermittently unable to perform fluoroscopy x-ray. There was no report of patient injury or death.